Event description:
The pt reportedly experienced pain at the implant site. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the device is not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.